Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the cables connecting the distribution node (dn) and rear therapy electrode (te) and the dn and ECG electrodes c and d were pulled from the strain relief, damaging internal wires. The cause of the non-functional ECG electrodes is a broken solder connection at the pulse wires inside the dn. The cause of the broken solder connection is the pulled cables. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable or wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.